Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. From the two pictures provided by the customer, it was confirmed the defect reported "broken/cracked - double swivel connector". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "dlt connector broke apart during the case. A connector was taken from a new dlt and the case continued". No patient injury or harm reported. Patient condition reported as "fine".